Event description:
The customer contacted baxter's technical service center for troubleshooting assistance for an alarm, which occurred on the home choice (hc) during use. The patient was not connected. The baxter technical service representative (tsr) had the home patient (hp) detach the re-used drain line extension that was used for the previous night's therapy and restart the prime. There was patient involvement but there was no patient injury or medical intervention was reported. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated everything was fine once they removed the drain line. The hp stated they understood it was not proper procedure to reuse the drain line extension. The hp stated they did not have any injury or medical intervention due to this incident.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed, the patient stated the drain line extension was being reused. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.